Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v009769, implanted: (B)(6) 2006, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had reached 10years/normal battery life and chose to have the ins removed instead of replaced because they noticed back pain near the area of the implant and wanted to see if removing would cease the pain, further mentioning that patient noted that evidently the pain was not related to the ins. It was noted that when the ins was removed, the lead was too embedded and there was scar tissue, the doctor told the patient that they could not remove all of the lead because they did not want to cause any damage in the area. The patient also reported spinal back pain and inquired about MRI compatibility guidelines, and these were reviewed. Patient confirmed that the MRI procedure and spinal back pain were not related to the device/therapy further stating the doctor wanted to check for nerve damage. No further patient complications were reported/ anticipated as a result of this event.